Event description:
During placement, the magnetic tip broke inside the catheter. The magnetic tip did not leave the catheter, and the catheter with tip was removed from the pt.

Manufacturer narrative:
The complaint of a complete break in the stylet was confirmed but the cause is unk. The products returned for eval were a 6fr t/l powerpicc and a tls stylet. The catheter had been trimmed at the 38 cm depth marking, making the catheter 21.1" long. The catheter appeared free of damage and defects. The catheter was patent to infusion and no leaks were detected when the sample was hydraulically pressurized. The tls stylet was returned in two segments, with a complete break in the magnetic region. The proximal stylet segment was 30.4" long while the distal segment was 0.8" long. The stylet contained a slight kink 17.1" from the proximal end and multiple slight bends in the wire. Microscopic examination revealed fairly straight break edges and a granular texture on the fracture surface. The polyimide tubing was kinked directly distal of the break site. A few intramagnetic breaks were seen in the distal segment. The blue shrink tubing was seen slightly crumpled within the polyamide tubing of the proximal segment. An attempt was made to remove the stylet from the catheter, both with the catheter held in a single and a double curve configuration. The stylet could be removed from the catheter w/o unusual resistance. The mechanism that caused the break in the stylet is unk at this time. The IFU for the sherlock stylet warns the user "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A lot history review (lhr) of rewd0997 showed no other similar product complaint(s) from this lot number.